Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The device was started up at 15:43:31 on (B)(6) 2024. At 22:11:48, an arrhythmia was detected. ECG shows vf with motion artifact and electrode lead falloff. The device properly detected vf. Motion artifact and electrode lead falloff prevented the lifevest from treating the patient. The device was shut down at 22:13:41 on (B)(6) 2024.